Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for pseudomonas aeruginosa and or coliforms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the final investigation. Correction: b3, b5. Additional information: h6, h11. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Correction to the initial report: the customer report that the scope tested positive for 19 colony forming units (cfu) of klebsiella and 1 cfu of e. Coli. The scope was retested 6 days later and was positive for 1-5 cfu of pseudomonas aeruginosa and 10-100 cfu of coliform.